Event description:
It was reported that the log files were sent for review that revealed a driveline disconnect alarm on (B)(6) 2023 at 16:01. The alarm was due to a controller exchange performed in the clinic due to a tear in the outer sheath of both controller power cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having tears in its power cable jacket was not confirmed. The provided log file contained data spanning approximately 11 hours ((B)(6) 2023, 4:51 ¿ 16:02 per timestamp). There were no notable alarms active or events that would indicate an issue with the power cables. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the reported event was unable to be determined through this analysis. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.